Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that they had another motor error alarm. The customer also received a battery out limit alarm. He had a high blood glucose level and ketoacidosis and went to the hospital where they managed his blood glucose. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device was monitored and no unexpected battery power loss, battery out limit, excessive no delivery or motor error alarms noted. The motor was tested outside of the device and passed. Device was received with minor scratched lcd window and scratched reservoir tube window. (B)(4).